Event description:
It was reported that shortly post implantation, the patient with this pacemaker system experienced a syncope episode possibly due to a ventricular pacing failure. The physician suspected that the right ventricular (rv) lead was dislodged. The pacemaker system was checked, and the rv lead was showed to exhibit loss of capture (loc) at max outputs and pacing impedance measurements that were high but within normal limits at about 1500ohms. Fluoroscopy imaging was performed showing no evidence of a lead dislodgement. However, the images did determine the rv lead may have perforated. A lead revision procedure was performed, and the rv lead was successfully explanted and replaced with a new lead. No additional adverse patient effects were reported.